Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer reported they were unable to clear the alarm. Customer stated that they received frozen screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged frozen screen, pump error 35 alarm, and cosmetic damage (cracked battery compartment) found on (B)(6) 2022. Device received with frozen medtronic logo on display. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen medtronic logo on display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor.¿the original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and frozen medtronic logo on display was noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and frozen medtronic logo on display was noted. Unable to verify pump error 35 alarm due to frozen medtronic logo on display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case on battery tube, pillowing keypad overlay, scratched case, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked battery tube threads and cracked case on battery tube was noted. Frozen medtronic logo on display confirmed due to moisture damage on the pcba 1 and pcba 2. Unable to verify pump error 35 alarm due to frozen medtronic logo on display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.